Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: unknown - (root cause could not be determined). (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon to pre-dilate a lesion in the lcx, with 85% stenosis. When the device was inflated to 10atm, it burst. The physician used a new device to complete the surgery. No clinical sequelae were reported. The patient status was reported as good.

Manufacturer narrative:
Results: deformation problem, related to operational context ¿ given the damage on the device and the controls in place to detect this damage; the issue is most likely procedural related. Conclusions: related to operational context ¿ given the damage on the device and the controls in place to detect this damage; the issue is most likely procedural related.

Event description:
Evaluation summary: the balloon had been inflated. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon. A small radial tear was present on the balloon working length. Additional scratches were evident in the same location as the tear. The distal tip was slightly flared.